Manufacturer narrative:
The lead was capped, therefore it will not be returned for analysis. As a result, the high impedance allegations against this lead cannot be confirmed. High impedance is a recognized as clinical events referenced in the device's labeling. The lead passed all in-process and qa final inspection before shipping to the customer, including visual, mechanical, dimensional and electrical tests. Final qa inspection procedure for the physique lead includes 100 percent of the following: length measurement, distal spacing is measured, checking the electrical dc resistance on leads from ring to ring, pin to tip and pin to ring, pull test on connector to verify welding, "d" dimension on is-connector is measured, helix operation and function is tested, and a final cosmetic inspection is done on the whole lead from proximal end to distal end under 10x magnification. Final qa inspection is done on the first and last serial numbers of the work order for insertion/withdrawal force test on the is-1 connector. The instructions for use (IFU) provides information for possible complications: with the use of endocardial leads, complications might occur during implantation, explantation or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, allergic reaction, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. In addition, the IFU provides the following: clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particular those who perform repetitive upper extremity exercise at work or play should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements.

Manufacturer narrative:
A follow-up report will be sent upon completion of investigation.

Event description:
The customer reported this lead was capped due to high impedance. No subsequent device or clinical adverse events have been reported. The lead was actively implanted for approximately 5 years, 1 month.